Manufacturer narrative:
The insulin pump was received with blank display due to corroded battery cap contact however, has normal operating currents. The insulin pump alarmed after battery change due to faulty component on the interface board. The insulin pump passed displacement, rewind, basic occlusion, occlusion, prime and no delivery test. The insulin pump had cracked case at the display window corners, reservoir tube lip and minor scratched display window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's spouse reported via phone call that they received unexpected restart alarms and the insulin pump was dead. The customer's blood glucose was over 135 mg/dl at the time of incident. The customer's spouse also reported that her husband experienced high blood sugar. The customer stated that her husband cannot get into the insulin pump due to the excessive no delivery alarms. The customer was advised that the insulin pump will need to be replaced. The insulin pump will be returned for analysis.